Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump act button was not respond properly. The customer's blood glucose value was unknown. Customer stated insulin pump was not turn on immediately after battery insertion and sometimes it takes more than 10 minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Insulin pump received with intermittent button response due to flattened dome switch on esc and act. Connector was inspected and locked on lcd board. No button error alarm during testing.